Event description:
It was reported that the insulin pump had an unresponsive act button. The caller did not know the blood glucose reading. The customer stated that she suspended the insulin pump prior to showering. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.